Event description:
A customer reported to carefusion that "the resuscitation bag did not re-inflate after being compressed and was not usable at a code situation." Multiple unsuccessful attempts have been made to obtain additional event details.

Manufacturer narrative:
(B)(4). Upon completion of carefusion's investigation and/or receipt of additional information, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the return sample from the customer was received and evaluated. It was visually observed that the bag was crushed which would affect the product functionality. The device history record this lot number was evaluated for any issues. It was determined this lot was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. Additionally the batch of the specific bag part (subassembly) was reviewed and no issues were observed. The manufacturing process was reviewed and no problems were found related with the issue reported. These units are 100% functionality tested during manufacturing process in order to detect this type of failure. The instructions for use associated with this product state, ''warning: permanent distortion will occur if the resuscitator bag is stored in a compressed state. This may result in reduced ventilation efficiency.'' A definitive root cause could not be determined. No corrective action will be implemented at this time. As a conservative measure, the manufacturing personnel were notified of the reported issue and retrained on the manufacturing procedure.